Manufacturer narrative:
Method: ECG was reviewed for this incident. Result: artifact detected during analysis. Conclusion: this report is being filed as it cannot be concluded that recurrence would result in an adverse event. Device labeling provides instructions for addressing artifacts.

Event description:
Artifact detected during AED deployment. (B) (4).